Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation result of cutting wire kinked. Block h11: investigation results - the returned autotome rx 39 was analyzed, and a visual and microscopic inspection found that the working length was kinked at middle section, also, was crushed near the tip and the cutting wire was bent. Wire insertion test was performed, and the jagwire was able to advance through the entire length; however, difficulty was encountered due to damage in the working length, particularly when the guidewire passed through the damaged section near the tip. On the other hand, there was no obstruction within the device, during flow test the liquid was injected through the hub and came out from the tip as intended. No other problems with the device were noted. The results of the analysis performed on the returned device found that the working length was kinked and the cutting wire was bent. This problem could be caused by operational factors, the used technique for the device manipulation during unpacking or preparation or by the interaction between the device and a hard surface. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was being prepared for used in the duodenal sphincter during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone performed on (B)(6) 2025. During preparation, the guidewire could not cross the autotome, and the autotome was blocked. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a reportable event based on the investigation finding of a cutting wire kinked. Please see block h11 for full investigation details.